Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would not deploy. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty setting up the device. There were no patient complications reported as a result of this event. Additional information received on june 11, 2019: it was reported that the procedure performed was band ligation.

Manufacturer narrative:
Block h6: problem code 2610 for the reportable issue of bands failed to deploy. Conclusion code 4316 is being used in lieu of an appropriate code to capture the conclusion of device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: b5 (describe event).

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands would not deploy. The same issue occurred with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty setting up the device. There were no patient complications reported as a result of this event.